Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call, the insulin pump hasn't been working for the past two days and the customer hasn't been able to administer any insulin. Customer stated the device would come up with stuff the customer hadn't seen before. Customer then stated that she was in a comma twice in the last two months. Customer than stated that 3 months ago the customer's blood glucose had dropped to 30 mg/dl during the night. Emergency medical services had to come out to his home and transferred her to the hospital. Were they treated him with apple juice and monitored his blood glucose than sent him home. Customer is unaware what caused the low. Customer was wearing the device at the time of the incident. Customer is not returning the device for analysis.